Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 501 and 232 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 196 mg/dl and 212 mg/dl using truetrack meter. The product is stored according to specification in the family room. Test strip lot manufacturer's expiration date is 05/31/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1 :232mg/dl date: (B)(6) 2018time:09:02am fasting, result 2 :117mg/dl date: (B)(6) 2018time:02:48am fasting, result 3 :137mg/dl date: (B)(6) 2018time:02:40am fasting, result 4 :128mg/dl date: (B)(6) 2018time:02:48am fasting, result 5 :501mg/dl date: (B)(6) 2018time:08:24am fasting.